Event description:
"Treo leg thrombosis. Right limb in a 15x24x120 limb. Could not get a fogarty balloon catheter up all the way. Created a fem-fem bypass." Patient outcome - "patient is doing well post fem-fem bypass."

Event description:
"Treo leg thrombosis. Right limb in a 15x24x120 limb. Could not get a fogarty balloon catheter up all the way. Created a fem-fem bypass." Patient outcome - "patient is doing well post fem-fem bypass."